Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock post implant prior to discharge from the hospital. The noise was suspected to be related to potential air entrapment. The device was turned off and the patient will remain in the hospital to allow time for the air to dissipate. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.